Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded from 82.1 cm to 83.2 cm from the connector pin and exposed the coil. Abrasions are indicative e of exposure to constant friction with another implantable device.